Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after thirty minutes of manipulating the device, and the procedure was completed at this time. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.